Event description:
It was reported that the patient's artificial urinary sphincter (aus) didn't provide satisfactory relief since the initial implant. After examination, was identified that the cuff was too large for the patient. A surgical procedure was performed to explant the device due to the sizing issue. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.